Event description:
Caller reported a cartridge alarm 30 issue. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer technical support confirmed the malfunction was ongoing and arranged to replace the pump, also providing a loaner pump as the device was out of warranty. The customer subsequently switched to a backup insulin therapy using multiple daily injections.